Event description:
A hospital in (B)(6) reported to fisher & paykel healthcare's (B)(4) office that a cracked t-piece from the 900rd010 single use adjustable t-piece and resuscitation circuit led to insufficient pressure during a resuscitation. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (B)(4) has only recently received the complaint device for examination. Our investigation is currently underway. In addition, we are in the process of evaluating additional information received from the hospital to further assist our analysis. The hospital had advised that the incident occurred at the commencement of resuscitation. The resuscitation circuit was immediately replaced and the pt did not suffer any consequences as a result. We will submit our findings in a follow-up report upon completion of our investigation.